Manufacturer narrative:
This supplemental report is being submitted to provide corrected information from manufacturer's final investigation. Corrected fields: h11. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the coating of the bronchovideoscope's image guide hose was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " coating on insertion tube peeled off " malfunctions would likely be related to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4. Inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.